Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose level on unknown date. Customer's blood glucose level was 500 mg/dl. Customer's blood glucose level at the time of call was 330 mg/dl. Customer stated that they received insulin flow blocked alarm. Customer stated that auto mode feature was active at the time of event. The device will not be returned for analysis.